Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 failed to open. A field service engineer noted that full height drawer 6 was not on the bus and there were no lights on the pyxibus controller. The fse found low ohms on the drawer board controller and swapped both components. The drawer now works. The system functioned as intended after the field service engineer repaired the device.